Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons was harder to press and scratches on screen. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump had no delivery alarm and also insulin pump had rejected new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no any scratches on lcd display window noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test. A21 error test, off no power test and all operating currents test. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).